Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator displayed a pressure sensor error alert. The ventilator was not reported to have stopped cycling however the patient was removed from the device and placed on an alternate ventilator without any reported harm or injury. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The proximal solenoid was returned for evaluation. The service engineer evaluated the solenoid and could not verify the reported complaint. The solenoid was placed into a test ventilator and allowed to run and no issues were found. A third party service provider replaced the solenoid.